Manufacturer narrative:
(B)(4). It was reported that patient underwent gynecological pressure and mesh was implanted along with the concurrent procedure posterior colporrhaphy and cystoscopy due to stress urinary incontinence, rectocele, cystocele and pelvic pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with posterior colporrhaphy and cystoscopy due to stress urinary incontinence, rectocele, cystocele and pelvic pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 05/08/2017.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.